Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although the root cause was not identified, it is likely a degradation problem was identified. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited the pressure valve has air leakage, the proportional valve malfunctioning and having an air leakage, and damaged solenoid valves with abnormal readings. There was no patient involvement.